Manufacturer narrative:
Bayer case number: (B)(4). I went to the hospital and then to emergency room (ER) the next day due to the severe pain I was feeling in my abdomen [abdominal pain]. I have been experiencing a lot of pain in the area where it was implanted [pelvic pain female]. Heavy bleeding [bleeding menstrual heavy]. I always suffer from anaemia and try everything to avoid it [anaemia]. Strong headaches in the right temple [headache temporal]. Dizziness [dizziness]. Weakness [weakness]. Muscle pain [muscle pain]. Leg pain [leg pain]. A bitter taste in my mouth (on the days I have my period) [taste bitter]. Hair loss [hair loss]. I experience so much discomfort [medical device discomfort]. My menstrual cycle has decreased to every 20 days, whereas it used to be every 28 days [menstrual cycle shortened]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("I went to the hospital and then to emergency room (ER) the next day due to the severe pain I was feeling in my abdomen") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion hospitalisation), pelvic pain ("I have been experiencing a lot of pain in the area where it was implanted"), heavy menstrual bleeding ("heavy bleeding"), anaemia ("I always suffer from anaemia and try everything to avoid it"), headache ("strong headaches in the right temple"), dizziness ("dizziness"), asthenia ("weakness"), myalgia ("muscle pain"), pain in extremity ("leg pain"), dysgeusia ("a bitter taste in my mouth (on the days I have my period)"), alopecia ("hair loss"), medical device discomfort ("I experience so much discomfort") and polymenorrhoea ("my menstrual cycle has decreased to every 20 days, whereas it used to be every 28 days"). At the time of the report, the outcomes for abdominal pain, pelvic pain, anaemia, headache, dizziness, asthenia, myalgia, pain in extremity, dysgeusia, alopecia, medical device discomfort and polymenorrhoea were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, anaemia, headache, dizziness, asthenia, myalgia, pain in extremity, dysgeusia, alopecia, medical device discomfort, polymenorrhoea or abdominal pain. The reporter commented: she had the essure device inserted in 2016 at the hospital outpatient clinic. She has been experiencing a lot of pain in the area where it was implanted. Her menstrual cycle has decreased to every 20 days, whereas it used to be every 28 days, and she is experiencing heavy bleeding. She always suffers from anemia and try everything to avoid it; she takes medicinal product and has improved her diet. She has very strong headaches in the right temple, along with dizziness, weakness, muscle pain, leg pain, a bitter taste in her mouth (on the days she has her period), and significant hair loss. She hasn't had any response from hospital. The other day, she went to the hospital and then to emergency room (ER) the next day due to the severe pain she was feeling in her abdomen, especially a few days before her period. During her menstruation, she experienced so much discomfort. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). I went to the hospital and then to emergency room (ER) the next day due to the severe pain I was feeling in my abdomen [abdominal pain]. I have been experiencing a lot of pain in the area where it was implanted [pelvic pain female]. Heavy bleeding [bleeding menstrual heavy] . I always suffer from anaemia and try everything to avoid it [anaemia] . Strong headaches in the right temple [headache temporal] . Dizziness [dizziness] . Weakness [weakness]. Muscle pain [muscle pain]. Leg pain [leg pain] . A bitter taste in my mouth (on the days I have my period) [taste bitter]. Hair loss [hair loss] . I experience so much discomfort [medical device discomfort]. My menstrual cycle has decreased to every 20 days, whereas it used to be every 28 days [menstrual cycle shortened] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("I went to the hospital and then to emergency room (ER) the next day due to the severe pain I was feeling in my abdomen") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion hospitalisation), pelvic pain ("I have been experiencing a lot of pain in the area where it was implanted"), heavy menstrual bleeding ("heavy bleeding"), anaemia ("I always suffer from anaemia and try everything to avoid it"), headache ("strong headaches in the right temple"), dizziness ("dizziness"), asthenia ("weakness"), myalgia ("muscle pain"), pain in extremity ("leg pain"), dysgeusia ("a bitter taste in my mouth (on the days I have my period)"), alopecia ("hair loss"), medical device discomfort ("I experience so much discomfort") and polymenorrhoea ("my menstrual cycle has decreased to every 20 days, whereas it used to be every 28 days"). At the time of the report, the outcomes for abdominal pain, pelvic pain, anaemia, headache, dizziness, asthenia, myalgia, pain in extremity, dysgeusia, alopecia, medical device discomfort and polymenorrhoea were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, anaemia, headache, dizziness, asthenia, myalgia, pain in extremity, dysgeusia, alopecia, medical device discomfort, polymenorrhoea or abdominal pain. The reporter commented: she had the essure device inserted in 2016 at the hospital outpatient clinic. She has been experiencing a lot of pain in the area where it was implanted. Her menstrual cycle has decreased to every 20 days, whereas it used to be every 28 days, and she is experiencing heavy bleeding. She always suffers from anemia and try everything to avoid it; she takes medicinal product and has improved her diet. She has very strong headaches in the right temple, along with dizziness, weakness, muscle pain, leg pain, a bitter taste in her mouth (on the days she has her period), and significant hair loss. She hasn't had any response from hospital. The other day, she went to the hospital and then to emergency room (ER) the next day due to the severe pain she was feeling in her abdomen, especially a few days before her period. During her menstruation, she experienced so much discomfort. The most recent follow-up information incorporated above includes data received on: 25-sep-2024: no new information added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.